Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine days post filter deployment, ultrasound lower extremity revealed extensive thrombus extending from the right common femoral vein to the popliteal vein and into the calf veins. Thrombus also extends into the right deep femoral vein. Eventually five months later, CT revealed the apex of the filter is in contact with the posterior wall of the ivc. The apex of the filter is at the level of right renal vein. Therefore, the investigation is inconclusive for the alleged filter tilt and pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2021).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.